Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0234986 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. There was no report of patient impact. Eua # (B)(4).

Event description:
It was reported that while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number, or an incorrect batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends.